Event description:
The event is reported as: the customer alleges that the compressor will not create enough air pressure to adequately nebulize medication. The air pressure will slowly drop while in use. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.